Manufacturer narrative:
Device evaluation summary: the sheath returned with the dilator loaded. There was no deformation observed to the sheath. The dilator was removed, and a 0.035-inch guidewire loaded. The sheath was pressurised from the distal side and a leak was detected at 10-15 psi. The seals were removed from the housing and inspected. A jagged tear was visible at one end of the slit on the slit seal. Jagged tears were visible on the body of the catheter and guidewire seals. The tears were not leading off the seal slits. The reported leak was confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was used as an accessory device in the semi-emergent endovascular treatment of an unknown sized imminently rupturing abdominal aortic aneurysm. It was reported that during the index procedure before the contralateral limb of a mdt-stent was placed inside the patient's body, the sentrant sheath was inserted into the patients body. It was suspected that the hemostatic valve was not working, and blood leaked from it severely. It was reported that no matter which way that either only the guidewire and the inner cylinder was inserted or just the sheath, blood leaked. As per the physician the cause of the event is the hemostatic valve was not working. No additional clinical sequalae were provided and the patient is fine.